Manufacturer narrative:
Concomitant medical product(s): product ID: 3889, lot# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for fecal incontinence. The patient stated that he had blood and that is his lead has probably been pulled out. The issue was not resolved at the time of the report. There was no surgical intervention that occurred. There were no further patient complications are anticipated or expected as a result of this event.